Event description:
The following has been reported: staff reported to biomed that pump froze, pump will not shut down. Retrieved logs, biomed also confirmed no patient harm. Preliminary review of logs show that the issue was not reproducible after a test infusion and appears to have been due to a transient timing issue that is not expected to reoccur. The description and logs do not indicate an active infusion when the screen freeze occurred. Though the pump was not returned, further investigation of the logs was performed. Power button release during startup was not recognized, leading to a power-down sequence being initiated when the clinician started an infusion. This was found to be due to a software anomaly. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.